Event description:
It was reported, two years postoperatively, the pt had an ear infection and endocarditis was suspected. No bacteria were found. The valve was explanted and replaced with a smaller 27 mm valve from another MFR. During the explant procedure, the epic valve was found to be degenerated with a torn cusp and pannus was also observed. There were no signs of infection at explant.